Event description:
It was reported that the patient underwent a posterior spinal procedure at levels t12-l5. During the surgery the set screw cross-threaded while engaging the bone screw. The set screw was removed and replaced with another set screw. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.